Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 03, 2020 - november 06, 2020. H10: the actual device was not available; however, ten (10) companion samples were received for evaluation. Visual inspection was performed in all samples and did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed in 1 randomly selected sample and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an em2400 valve set disconnected from the connector resulting in a leak. This issue was identified during calibration, prior to patient use. There was no patient involvement. No additional information is available.